Event description:
It was reported that a pt underwent a gynecological procedure in (B) (6) 2009, during the procedure, the device would not rotate the blade correctly. The case was successfully completed with the same device with no adverse pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Insufficient drive of disposable. Conclusion: the product upon which this medwatch is based has been received; however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.